Event description:
Caller reported that the t:slim x2 pump battery would not charge. Battery percentage increased to 100% while speaking with technical support, suggesting the issue resolved. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to monitor the situation and call back if further issues occurred, then closed the case.